Event description:
It was reported during an unspecified procedure, the patient¿s colon was perforated. The user was not sure if the incident was due to scope or accessory. Several follow ups were made to gather additional information about the patient however were unsuccessful. The cf-hq190l with serial # (B)(4) was returned for evaluation. A visual inspection was performed on a received condition and found cracks, chipped-off, missing and separation of the adhesive on the bending cover of the device. A cotton test was performed and found that the cotton pad catches the sharp points of the adhesives. Both adhesives on the bending section cover were discolored and had the same damage. The biopsy channel was inspected and found no accessory damage from forceps however the channel was found deformed with kinks approximately at the length of the bending section. The service history of the device indicated that this is the first time the scope was returned for service since the purchase date of (B)(6) 2019. Based on the device evaluation and investigation results, the root cause of the reported complaint is undetermined. However, based on the investigations findings of the device, the sharps edges/chips, missing adhesives and separations between the bending cover and insertion tube body, may have caused or contributed to the perforation. The probable cause of the scope damage could be due to the reprocessing chemicals that may have deteriorated the adhesive over time.